Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of blood glucose of 734 mg/dl. The customer experienced symptoms such as abdominal pain and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer stated that the drive support cap was loose. The insulin pump will not be returned for analysis.